Event description:
It was reported, the evis lucera elite video system center displayed a black screen. The issue occurred during receipt inspection before a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6.1 component code (4755 - part/component/sub-assembly term not applicable) should be removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.